Event description:
The hospital reported that upon completion of the evh procedure they notice that the vasoview hemopro 2 heating element on was separated from the jaw. No items detached or inside of the patient. No additional incisions were made. The jaws were closed when inserted into the device. No resistance. No delays. The procedure was completed with the same device. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/04/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the center with detachment at the tip of the hot jaw. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back, exposing the metal tip of the hot jaw. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed as well as for the analyzed failure "peeled jaw". The lot # 25161862 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.